Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4): device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, a CABG occurred. Target lesion 1 was 95% stenosed and located in the circumflex artery (cx). The reference vessel diameter was 3mm and the lesion length was 5mm. A 3.00x8mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was 85% stenosed and located in the cx. The reference vessel diameter was 3mm and the lesion length was 8mm. A 3.00x8mm liberte stent was implanted used. Residual stenosis was 0%. The procedure was a technical success. Target lesion 3 was 98% stenosed and located in the right coronary artery (rca). The reference vessel diameter was 3mm and the lesion length was 20mm. There was no attempt made for direct stenting. A 3.00x54mm liberte stent was implanted. Residual stenosis was 0%. The procedure was a technical success. An additional procedure was performed at target lesion 3 of a CABG within 12 hours due to a septum rupture. There was no discharge data provided.